Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: it was reported that the product was implanted on (B)(6) 2015 and explanted on (B)(6) 2015 due to breakage. The reports stated that during post-operative rehabilitation, load has been put to early on the patient femur. This led to an early fatigue stress. At the time of revision, no defects were observed, therefore the surgeon decided to implant another device of the same type. No x-rays, pictures or other documents were provided devices analysis: a device analysis could not be performed as no product was available for investigation review of internal documents: ncb periprosthetic femur plate system st contains a warning about fatigue strength and is related to bending of plates: "be aware that bending the plate may decrease its fatigue strength". Possible causes for the reported event: breakage of implant due to movement between implants leads to notching / fretting; breakage of implant due to inadequate implant design & material (fatique strength - lifetime of the device); breakage of implant due to chemical / galvanic / crevice corrosion of material; breakage of implant due to implant will be implanted against contraindication; breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent; breakage of implant due to user define incorrect placement of the spacers and plate; breakage of implant due to user perform improper handling of the plate during insertion; breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent; breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction; breakage of implant due to patient do not follow the postoperative protocol. Comparison to investigation results whether it is possible and justification: possible as neither preoperative x-rays, operative notes, nor devices or photos of the explanted implant(s) were received; therefore could not be excluded; not possible as material compatibility specification certify the suitability of the material and according to the complaint summary an adverse trend due to inadequate design would have been detected; not possible as the surgeon stated that no defect were observed during revision; possible as neither preoperative x-rays, operative notes, nor devices or photos of the explanted implant(s) were received; therefore could not be excluded; possible as it is reported, it could be that the device has been put on load to early in time; possible as neither preoperative x-rays, operative notes, nor devices or photos of the explanted implant(s) were received; therefore could not be excluded; possible as neither preoperative x-rays, operative notes, nor devices or photos of the explanted implant(s) were received; therefore could not be excluded; possible as neither preoperative x-rays, operative notes, nor devices or photos of the explanted implant(s) were received; therefore could not be excluded; possible as it is reported, it could be that the device has been put on load to early in time; possible as it is reported, it could be that the device has been put on load to early in time. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a ncb pp dist fem plate, r,12 h, l. 278mm on (B)(6) 2015. The patient underwent a revision surgery on (B)(6) 2015 due to the breakage of the device. The broken device was replaced with the same type of product (also the same extent) in the same intervention.